Event description:
After further review, the exact error code seen on the clinician programmer was "08:08f8f8/544 (253)."

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (1000 mcg/ml at 713.79 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported the patient began receiving lioresal at the refill on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding the delivery of gablofen in a baclofen pump. The error code "08:xx" or "a8:xx" was seen on the clinician programmer while updating a pump. The hcp turned the clinician programmer off and then back on. This action resolved the issue. The pump went into stopped pump mode, so the pump was reprogrammed and updated. The update was successful and no issues occurred with the stopped pump. The event occurred with a home infusion company. Additional follow-up was attempted to receive the clinician programmer serial number, gablofen drug information, and any other pertinent information to the event. History: intractable spasticity, multiple sclerosis